Manufacturer narrative:
.

Event description:
The hcp reported, the pt was experiencing an intermittent return of symptoms. No volume discrepancies were noted. A study was performed and no indium was seen in the catheter or the intrathecal space. The flow rate and follow up study films were confirmed. Two days later the hcp reported a priming bolus of 0.14 ml was done twice following a study. The drug used in the pump is baclofen 2000 mcg/ml so the pt received an add'l 280 mcg bolus amount with the second bolus. The hcp planned to aspirate some csf through the catheter access port to reduce the baclofen concentration in the csf and prevent overdose. No symptoms were reported. Additional information has been requested from the hcp, but was not available on the date of this report. See MFR report #6000030200704558.